Event description:
It was reported that reported that the inflatable penile prosthesis (ipp) had device performance issues. The physician attempted to cycle the device in the clinic, but he was unsuccessful as the pump had scarred too far into the scrotum. A surgical intervention was performed to replace the ipp. During this procedure it was noted that the patient measured extremely deep on the proximal ends. This lead to a lack of tubing to place the pump in the most dependent portion of the scrotum. The physician decided to use a smaller implant and to suture the rear tip extenders to the corporotomy, giving him more tubing length for the new pump. There were no patient complications.